Event description:
Consumer reports that after using a multi-purpose soft contact lens solution along with lubricating and rewetting drops, the consumer experienced an allergic reaction characterized by hives and difficulty breathing. The consumer went to the hospital and was treated overnight with benadryl intravenously. The following day, the consumer used only the lubricating and rewetting drops and experienced the same reaction. The consumer went to the hospital, was given benadryl, and sent home. The consumer recentiy reported that the consumer used the multi-purpose solution again along with a different rewetting drop and experienced the same symptoms.